Event description:
The biomedical engineer (bme) reported that the central nurse station (cns) reboots every time it starts to load the patient monitoring screen while booting. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse station (cns) reboots every time it starts to load the patient monitoring screen while booting. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse station (cns) reboots every time it starts to load the patient monitoring screen while booting. No patient harm was reported. Investigation summary: this device is a consignment unit and its terms expired on 6/25/2022. Insufficient information / no product returned. Multiple attempts were made to collect additional information regarding the complaint. However, there has been no response from the customer. There is not enough information to perform an investigation. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse station (cns) reboots every time it starts to load the patient monitoring screen while booting. No patient harm was reported.